Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing completed to assess the lead's electrical performance and inner insulation integrity showed that the measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Furthermore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations based on the field report of perforation or pericardial effusion, or cardiac tamponade, which are known risks associated with medical procedures involving implanted cardiac leads. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high threshold. The computed tomography scan (CT) showed that the lead had perforated causing a pericardial effusion. The lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high threshold. The computed tomography scan (CT) showed that the lead had perforated causing a pericardial effusion. The lead was explanted and a new lead with the same model was implanted. No additional adverse patient effects were reported.